Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited low r-wave amplitudes resulting in t-wave oversensing. Device data was sent to rhythmcare for review. Rhythmcare then discussed the sensing algorithm in the device and discussed programming options. This device remains in service. No adverse patient effects were reported.